Manufacturer narrative:
On june 27, 2022, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 55-year-old female patient who underwent an unspecified breast surgery with two 425cc mentor memorygel textured breast implants experienced bilateral grade 3-4 capsular contracture postoperatively, with extracapsular rupture of the right breast. The issues were diagnosed via ultrasound and mammogram. As a result, the patient had both devices explanted and replaced with similar, smooth 425cc mentor gel devices on (B)(6) 2022. This report is for the patient¿s left-sided device.